Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded rigid tube and damaged light guide cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Noisy image was due to faulty charged coupled device. Additionally, corroded rigid tube and damaged light guide cover glass was caused due to component failure of the rigid tube and component failure of the light guide cover, respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had noisy image. There were no reports of patient harm.